Event description:
Received a copy of complaint field in the state of georgia alleging that in 2007, during a percutaneous tracheostomy of a female patient, the fine needle with syringe, introducer catheter, and guide wire were inserted too far distally in the patient's trachea, subjecting the patient to a through and through injury to the innominate artery at the bifurcation to the right common carotid and right subclavian artery. Patient presented with pulsatile bleeding. Procedure continued with advancement of the blue rhino dilator and, the tracheostomy tube worsened the injury to the innominate artery and transected the recurrent laryngeal nerve. The patient suffered occlusive thrombus of the innominate artery, right carotid artery, and right subclavian artery leading to massive stroke, which caused brain swelling and death of the patient 2 days later. The allegations of the complaint, together with the absence of any previous claim or notice of this event having been sent to the manufacturer by the heath care providers, indicate that the reported death of the patient was not caused or contributed to by any malfunction of our device.

Manufacturer narrative:
Lot # unk as information not provided by reporter. Expiration date unk. Although no product was returned for investigation, there is no evidence to suggest the device was not manufactured to specification. The appropriate design control activities have been completed for this product. An information for use booklet that is supplied with this product details the proper usage and placement techniques, as well as the necessary warnings and precautions. When considering the information provided and the results of our investigation, it is possible this event may have been the result of user technique. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.